Manufacturer narrative:
Add'l info: catalog # 72404155, serial #: (B)(4). Manufacture date: 11/2010.

Event description:
On (B)(6) 2010, an inflatable penile prosthesis (ipp) was implanted. The implant surgery was complicated by urethral injury. Urethral reconstruction was performed and the ipp cylinders were left in place. In (B)(6) 2011, the pt experienced pain after moving firewood and having a bowel movement. The pt also reported ballooning of the penis with difficulty voiding. The pt was seen in the clinic for a CT scan that revealed the prosthesis was in place without extrusion. However, based on clinical history of pain and engorgement of the penis with voiding, the device was removed on (B)(6) 2011. Following the explant, there was no extravasation seen from the urethra upon irrigation of the corpora. No urethral defect seen on cystoscopy or with irrigation. The pt experienced mild tenderness at the scar tissue where the pump tubing exited to the right hemiscrotum. The pt had a new ipp implanted on (B)(6) 2011.